Event description:
The customer complained that an antibody screening test on tango yielded false negative results. The customer reported that a review of the screening cells resulted in a 1+ reaction of cell #3 of biotestcell 3. The antibody was identified as an anti-jk(a). The antibody containing sample that had caused false negative results was sent to us for quality control, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the sample with the retained sample of anti-human globulin anti-igg solidscreen ii and the affected lot of biotestcell 3. All reactions were negative. But at the time of testing the affected lot of biotestcell 3 had already been expired. Therefore our quality control laboratory retested the sample with the current lot of biotestcell 3. The jk(a) positive reagent red blood cell reacted 1+ positive. Furthermore the affected reagents were tested with two different anti-jk(a). All positive and negative reactions were correct. We did not observe any false negative reactions. The sample with the anti-jk(a) was also tested using the gel method. The jk(a) positive reagent red blood cell reacted 1w positive. This testing confirms the antibody's weakness. For the detection of weak antibodies there is a hint in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." The tango optimo in question was inspected with no indication for any malfunction. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.